Manufacturer narrative:
The meter's serial number is (B)(6). The serial number for the other coaguchek inrange meter used on (B)(6) 2024 was not provided. The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The patient has antiphospholipid antibody syndrome. Product labeling states: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from a coaguchek inrange meter compared to laboratory results using a stago method. The laboratory result was 3.62 inr the meter result was 6.6 inr. The time between measurements was <3 hours. On (B)(6) 2024 the laboratory result was 4.11 inr. The meter result was 7.3 inr. The time between measurements was <3 hours. Another coaguchek inrange meter was used and the result was 7.0 inr. The time between this measurement and the other results was not provided. On (B)(6) 2024 the laboratory result was 3.39 inr. The meter result was 5.1 inr. The time between the measurements was not provided. The patient¿s therapeutic range was 2.0-3.0 inr.

Manufacturer narrative:
H6 investigation conclusion code was updated.